Event description:
It was reported that "co value was unstable during use. The measurement was attempted 7 times but the value shown on the monitor varied such as 10, 2, 6, 8 liters." There were no error messages observed. It is unknown if there were any abnormalities noted on the catheter. The sample of tracing was not available. There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. The thermistor was submerged in a 37.1c water bath and read 37.1 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.